Event description:
The angiosculpt catheter was used in a therapeutic coronary procedure. During use, following two inflations, the catheter was difficult to remove from the vessel. Upon removal, the balloon and scoring element had come apart. The procedure was completed with a drug-eluting stent with no patient injury reported. This product problem is being submitted due to a detached scoring element; potential for harm.

Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Block h3: the angiosculpt catheter was returned for evaluation. Visual inspection found the scoring element detached from the damaged intermediate bond and pulled distally over the distal tip. No functional testing performed. Block h6: based on the device analysis, a probable root cause may be due to lesion morphology, since the scoring element got caught on the vessel, likely requiring some degree of force to remove the catheter. Additionally, the device history record (DHR) was reviewed and all released units were manufactured to specification, with no ncrs or deviations contributing to the reported complaint. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.